Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room experiencing shortness of breath symptoms. The device was explanted and replaced due to elective replacement indicator. No further information was reported.